Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, there was a hole or cut in the tubing. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d.9:device eval by manufacturer? Yes d9: returned to manufacturer on: 2024-february- 1st. H.6 investigation summary material #: 367363 lot/batch #: 3262931. Bd received 7 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for leakage was observed. Additionally, the customer samples along with 30 retention samples from bd inventory were evaluated by visual examination and functional draw testing and the indicated failure mode for leakage with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
D2a. Common device name: blood specimen collection device; intravascular administration set. D2b. Medical device type: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, there was a hole or cut in the tubing. No patient impact reported.